Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive all buttons due to corroded keypad traces.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 160 mg/dl. The customer states that the keypad was coming off of the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.